Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Based on the condition of the present product and the results of previous investigations, blue components are not used in the product and in the manufacturing process. It is likely that the blue foreign matter is the result of drapes or covering fabrics coming into contact with the probe, which has been heated outside the body, and that the melted drapes or covering fabrics have adhered to the probe. However, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the front-actuated grip had foreign material that came out of the tip. The issue was discovered during an unspecified therapeutic procedure that was completed with an olympus back-up device. There were no reports of patient harm.